Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. C06462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation, multigravida, parity 2, abortion and d & c. Concomitant products included biotin, ethinylestradiol;norethisterone acetate (loestrin), vitamin b complex (complex b) and vitamin b12 nos (vitamin b 12). In 2014, the patient experienced alopecia ("hair loss"). On(B)(6)2014, the patient had essure inserted. In november 2014, the patient experienced fear of disease ("psychological or psychiatric problems condition: fear of bleeding during intercourse causing problems in my relationship"), migraine ("migraines") and headache ("headaches"). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginai discharge"), night sweats ("hormonal changes describe: night sweats,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: frequent vaginal infecti"), fatigue ("fatigue"), arthralgia ("joint pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced hypersensitivity ("allergic reaction") and dysmenorrhoea ("pain during menstrual cycle"). The patient was treated with surgery (had surgery to remove essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, weight increased, hypersensitivity, vaginal discharge, night sweats, fear of disease, migraine, arthralgia and abdominal pain outcome was unknown, the alopecia, vaginal infection, headache and dysmenorrhoea had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, fatigue, fear of disease, headache, hypersensitivity, menorrhagia, migraine, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery current weight 124 lbs. The outer coil was deployed, the delivery wire was retracted and 3 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 3 coils noted to be trailing in the uterus. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53.8 kgs. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion; on (B)(6)2016: essure device was seen in satisfactory optimal position bilaterally. Ultrasound pelvis - on (B)(6)2016: essure device was seen in satisfactory optimal position bilaterally. Ultrasound scan - on (B)(6)2013: iud measures 33.4mm from the fundal endometrial junction. The iud shaft is in the upper cervical and lower uterine area. Please consider replacement of the iud under ultrasound guidance.. Ultrasound scan vagina - on (B)(6)2016: essure device was seen in satisfactory optimal position bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, ethinylestradiol;norethisterone acetate (loestrin), vitamin b complex (complex b) and vitamin b12 nos (vitamin b 12). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6)2014, the patient had essure inserted. In november 2014, the patient experienced fear ("psychological or psychiatric problems condition: fear of bleeding during intercourse causing problems in my relationship"), migraine ("migraines") and headache ("headaches"). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginai discharge"), night sweats ("hormonal changes describe: night sweats,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: frequent vaginal infecti"), fatigue ("fatigue"), arthralgia ("joint pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced hypersensitivity ("allergic reaction") and dysmenorrhoea ("pain during menstrual cycle"). The patient was treated with surgery (had surgery to remove essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, weight increased, hypersensitivity, vaginal discharge, night sweats, fear, migraine, arthralgia and abdominal pain outcome was unknown, the alopecia, vaginal infection, headache and dysmenorrhoea had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, fatigue, fear, headache, hypersensitivity, menorrhagia, migraine, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery current weight 124 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53.8 kgs. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion; on (B)(6)2016: essure device was seen in satisfactory optimal position bilaterally. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporters information updated.lot no. Updated. Event:hormonal changes describe: night sweats, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: frequent vaginal infections, psychological or psychiatric problems condition: fear of bleeding during intercourse causing problems in my relationship, migraines / headaches, vaginal discharge, fatigue, hair loss, pain(joint , abdominal ), dysmenorrhea were added. Outcome come of events were updated.cocnomitant drugs , lab data were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), hypersensitivity ("allergic reaction"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (had surgery to remove essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, hypersensitivity, alopecia and vaginal discharge outcome was unknown. The reporter considered alopecia, hypersensitivity, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.